Manufacturer narrative:
The customer did not provide the device serial number and refused to have the device repaired.

Event description:
It was reported to philips that the device's "battery was broken." There was no reported patient involvement.